Manufacturer narrative:
Technician found the head had a very slow drift. Replaced the head down solenoid and CPR valve to resolve this issue. Bed located in transportation storage room.

Event description:
Information received that the head of bed had a slow drift. No injury reported.